Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical emea performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 14-feb-2025. - I noticed that there was significant glare during the procedure. However, the cnf states that there was no harm to the patient. Does this mean that the examination was completed using a different endoscope? I'm sorry, I can't answer your question. No harm to the patient could mean that the examination was performed with the defective endoscope or with another endoscope. We do not have this information. With the information that the patient was not harmed, this information is also not relevant from my point of view. Investigation is in-process.. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 05-feb-2025 pentax medical became aware of event involving a model ec38-i20c, serial number (B)(6) video colonoscope in france within the (B)(6) region. Problem with the brightness regulation of the endoscope that causes white halos. Out of 4 i20c series in the fleet (2 colonoscopes and 2 gastroscopes), only this colonoscope is concerned. This poses problems in detecting lesions during clinical procedures. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is light control failure. Based on the investigation, a potential root cause of this failure is determined that the control of the dimming mechanism was no longer effective due to poor contact with the terminals. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 12-may-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 09-jun-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.